Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a revision surgery on (B)(6) 2015, to excise the excess skin. During the same procedure, a longer abutment was placed. Oral antibiotics were prescribed after the procedure due to inflammation and possible infection. The implanted device remains.